Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a crack alongside the battery compartment. The threads on the returned battery cap were stripped and the battery cap was unable to attach to the pump. A test cap was used to complete the investigation and it was able to attach to the pump. There was no evidence of physical damage on the battery compartment threads. Unrelated to the initial complaint, the bolus button cover was missing therefore it was not able to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.